Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the stapler sureform 60 would not clamp with the reload in. The reload would not come out from inside the stapler. The procedure was converted to open surgery and completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint ¿would not clamp with the reload in¿. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the hi challenge foam test. No errors appeared during in-house testing. A review of logs showed no failures. No damage was found on the returned stapler. There was no problem detected. The fa investigation could not reproduce the reported issue, the root cause of this reported intra-operative complication cannot be determined at this time. Additionally, a review of the site's system logs for the reported procedure date was conducted by failure analysis engineer (fae). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Verification via procedure logs was also performed and confirmed the occurrence of a procedure on the reported event date matching the documented event details. Furthermore, the logs indicate that the system (B)(4) was used for subsequent procedures after the reported event date of (B)(6) 2022 with no issues reported. A review of the device logs for the stapler sureform 60 (part #480460-09 / lot/serial (B)(4)) associated with this event has been performed. Per this review of the logs, the stapler sureform 60 was last used on a sigmoid colectomy surgical procedure on (B)(6) 2022 via system serial (B)(4). There were 12 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition, or the issue was identified before installation on the reported event date. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure using system serial (B)(4), the surgeon converted to open surgery after the start of the procedure due to the stapler sureform 60 would not clamp with the reload in. While there was no serious harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.